Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No interventions or changes were reported. The patient's condition was unknown.

Manufacturer narrative:
Correction: section d4, primary unique device identification (UDI) number should have been (B)(4) instead of (B)(4).

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. The sensitivity of the ra lead was increased to resolve the issue. No patient consequences were reported.